Manufacturer narrative:
(B)(4).the icp express was returned for evaluation. It was found that the enclosure was dented at several edges and the rear connector hex screws were damaged. The lcd was not functional, the internal transducer cable was not functional, and the battery was weak and would not hold a charge. The supplier replaced the lcd, internal transducer cable, hex screws and battery. The supplier was not able to conclusively determine the direct cause of failure. However, the device was manufactured on 27 june 2013 and is therefore outside of warranty. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Unit error '-99' ? Error with grey cable unit could not be zeroed. On (B)(6) 2016 per affiliate: there was no injury to the patient reported. Please find attached an updated case form with serial number for the icp express. The icp express cable is also available for return. On (B)(6) 2016 per affiliate: "the product specialist noted in the report that same like device was used to manage the problem during the procedure. A total of 35 mins is the time the rep indicated the delay for."